Event description:
On 13-jan-2026, the manufacturer became aware that on or around on (B)(6) 2025 the user experienced hypoglycemia, with a reported blood glucose value of 39 mg/dl. The user was not reported to have corrected the low blood glucose prior to being found unresponsive, and caregiver treatment before emergency response could not be confirmed. The user was transported to the hospital and hospitalized, subsequently requiring ongoing inpatient care and rehabilitation, with the final outcome not fully known at the time of reporting.

Manufacturer narrative:
The manufacturer became aware on 13-jan-2026 that the user experienced a severe hypoglycemic event on (B)(6) 2025, resulting in hospitalization and subsequent transfer to a rehabilitation facility. Engineering log review showed multiple low-glucose alarms, urgent low alarms, loss of cgm signal, transition to bg-run mode, and eventual suspension of insulin delivery due to the absence of manually entered blood glucose values. The last confirmed user interaction occurred on the evening on (B)(6) 2025, after which cgm data was lost and no further corrective actions were recorded. Investigation did not identify evidence of a confirmed device malfunction; system responses, including alarm generation, insulin suspension, and bg-run initiation, were consistent with intended device behavior. The event appears to be associated with prolonged unrecognized hypoglycemia in the setting of sensor failure and delayed user response, with the exact timing and duration of insulin delivery interruption unable to be determined. Because the device was not returned and information regarding user status during the overnight period is limited, the cause of the event remains undetermined, and no definitive device malfunction could be confirmed; if additional information becomes available, a supplemental report will be submitted.